Manufacturer narrative:
The pump passed the displacement, rewind, prime, basic occlusion and occlusion tests. The pump primed properly. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was unable to fill the tubing. The customer saw the drops but the insulin pump was stuck on the preparing to prime loop. She was unable to exit the priming menu. Customer's blood glucose level was not reported. The customer did not receive a second series of beeps nor did the numbers appear on the screen when she held the act button. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.